Manufacturer narrative:
(B)(4). Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Broken poly - went in for revision sx. Replaced broken poly with a new one. Patient was complaining of pain. Surgeon took x-ray which revealed broken poly.

Manufacturer narrative:
The evaluation revealed the broken sliding core to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The sliding core returned was documented as faultless prior to distribution. A review of the raw material certificate indicates that the sliding core material was within specification. The explanted sliding core was transferred to an external lab. The lab performed a visual inspection with a microscope. Evidence of burnishing, scratching and surface deformation was observed. The sliding core was broken approx. In half in medial lateral direction. The breakage surfaces indicate that the sliding core broke initially within the keel trough; the breakage spread towards medial and lateral prior to final rupture. The lab test report contains following conclusion: [¿]overall the results of the stage I analysis indicates that the component may have been misaligned during loading in vivo, resulting in crack initiation and fatigue fracture of the polyethylene component [¿] the customer reported that the patient was very active (walked a lot) indicating permanent postoperatively loads. Based on the given information and the fact that no manufacturing or material issue was detected the breakage of the sliding core is addressed to a most likely misalignment of the implants combined with postoperatively loads over approx. 5,5 years (user + patient related). Implant fractures and misalignments are listed as adverse effects in the IFU. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Broken poly - went in for revision sx. Replaced broken poly with a new one. Patient was complaining of pain. Surgeon took x-ray which revealed broken poly.